Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to site issues event on (B)(6) 2026. The patient's blood glucose level was treated by pump. No further information available.